Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connected pump and reservoir due to unknown reasons. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.